Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported; while attempting to perform a tracheobronchial mucosal biopsy, the forceps lost its movement, making its use impossible. The procedure was canceled. No negative impact in state of health reported. Due to the prolongation of the procedure longer than 60 minutes and the canceled procedure the event is deemed reportable.

Manufacturer narrative:
Investigation:the items complained about, 11003ma with lot number wo01 and yo01, were not returned by the customer for technical examination. It was therefore not possible to physically analyse the instrument.the assessment is based exclusively on customer information, internal manufacturing data, and experience from similar complaints. According to the customer, the tracheobronchial mucosal biopsy resulted in a loss of function of the forceps. The forceps lost their mobility, and it was no longer possible to open and close the jaws, which is why the procedure was aborted. The affected lots wo01 and yo01 were manufactured between september and november 2021.the item has been blocked since april 2023.based on comparable complaints, two plausible causes of damage are assumed, both typically resulting from mechanical overload: defect at the distal end: breakage or loosening of the pull wire to the jaw loss of opening/closing functiondefect at the proximal end: loosening of the connection between the pull wire and the roller handle same loss of functiona clear cause analysis is not possible without returning the product.however, the fault described can be plausibly explained by a mechanically caused defect in the pull wire system. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history.all production related quality checks were passed and no non-conformities were identified in the devices manufacturing records.the labelling was found to contain adequate instructions and warnings.e.g. Reprocessing instructions. Biopsy forceps, flexible, 1 mm. 11003ma_en_v29.2_01-2022_ri_ce, section 9 visual inspection:"1. Check products for the following points: visible contamination, damage and corrosion, completeness, and dryness.2. Subject any products displaying visible soiling to another complete cleaning anddisinfection process.3. Discard damaged and corroded medical devices.4. Discard incomplete medical devices or replace missing parts.5. Dry the product by hand if necessary.section 11 life span:"the end of the product life is largely determined by wear, reprocessing processes, thechemicals used and any damage resulting from use."section 11.1 functional check:"if the device does not fulfill one of the points listed below or if damage can be identified, seechapter 'maintenance, repair, servicing and disposal' in the instructions for use.the following tests must be carried out to detect functional limitations:1. Check the surface of the product for mechanical integrity and changes.2. Check the labeling for legibility.3. Check the product for mechanical integrity."the complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).